Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-1440. It was reported the patient is experiencing random, sporadic shocks at the lead and ipg sites when the stimulation is on. The shocks are felt at the ipg and lead site at the same time. The patient also reports getting a muscle cramp in her left calf when stimulation is turned on. An sjm representative met with the patient and reprogrammed her. X-rays have been ordered.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.